Event description:
The needle and catheter were placed in the patient's abdomen to drain ascites fluid. Once positioned correctly, the needle was withdrawn as the catheter was in the desired position, when the physician came back later to see the patient, he noticed the hub of the catheter was on the floor and that it had broken away from the catheter and the catheter had migrated into the abdomen of the patient. The patient developed an infection, which may or may not be due to the catheter. Surgically removal of the catheter is a high risk procedure and the physician would like to know if the catheter material is inert and the consequences of leaving it in the patient. The physician later believed that the catheter was the nidus of the infection and that it would need to be removed. Sometime after the event, the patient passed away (actual date unknown); however, the physician does not believe the indwelling catheter contributed to the demise of the patient.

Manufacturer narrative:
No product was returned to assist in our investigation. However, we can advise that this catheter is made of teflon, which is biologically inert and commonly used in implants. At this time, we are unable to determine the root cause for the reported difficulty, but have notified the appropriate personnel and will continue to monitor this device.